Event description:
The customer contacted the technical support engineer (tse) and reported that an error 48305 occurred at system startup. The caller attempted to restart the system, but the error was not resolved causing a system down. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the manipulator controller ergo base (mceb) j26 fiber to manipulator controller ergo distal (mced) cable (ergo to vertical column). The fiber cable between mceb and system control processor (scpd) was also replaced to resolve 307 errors. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is due to issues with the internal fiber cables between the mceb and the scpd as well as the mceb to mced.